Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were damaged. Customer did not use cartridge and another cartridge was used. Customer's blood glucose was not impacted.